Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons were unresponsive after water exposure and was unable to pass verification screen. The patient denied damage to the keypad or pump and noted water behind the display screen. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad rubber was partially peeled off around the up arrow button. Moisture was observed under the display screen and in the battery compartment. A leak test revealed a keypad leak. On testing, the bolus button was unresponsive. The keypad cover was removed for investigation and revealed contamination under the contact of the down arrow button. The pump was opened for investigation and revealed corrosion on the keypad flex cable and connector and on the bolus button printed circuit board pins connector.